Event description:
The lens was delivered in the pt's eye using this delivery system and upon unfolding, a crack, which extended into the optic, was noticed. The surgeon enlarged the incision to extract and replace the lens. There was no subsequent pt injury.